Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75x16mm synergy ii stent was advanced to treat the target lesion. However, after deploying the stent, the balloon ruptured at 16 atmospheres. The device was completely removed. Post-dilatation was performed using a non-compliant balloon and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. The stent was deployed in the patient and therefore not returned for analysis. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings appeared relaxed from their original folded position and it appeared that positive pressure was applied and a vacuum pulled. The balloon was inflated with no issues. The balloon deflated within specification as per the directions for use. The encore inflation device was verified before and after use. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75x16mm synergy ii stent was advanced to treat the target lesion. However, after deploying the stent, the balloon ruptured at 16 atmospheres. The device was completely removed. Post-dilatation was performed using a non-compliant balloon and the procedure was completed. No patient complications were reported and the patient's status was fine.